Event description:
It was reported that during a procedure, the laser stated ¿fiber not installed.¿ the customer tried to reattach the fiber and then tried a different fiber. The customer turned the laser on and off and the same message appeared. The customer was unable to clear the error that occurred and the case was cancelled. There was no report of a patient injury; however, the manufacturer is filing this as device malfunction for non-completion of the case.

Manufacturer narrative:
System analysis/service repair on december 18, 2014: the reported ¿(B)(4)" issue of unable to detect fiber was verified and determined to be a faulty fiber detector assembly. The fiber detector assembly was replaced. The system was tested and verified to manufacturer¿s specifications. The fiber detector assembly that was replaced was not returned to ams.